Event description:
The respiratory therapy director reported the respiratory therapist (rt) was outside the patient's room and heard the ventilator alarming. The rt reported the ventilator was displaying a 'high internal 02 pressure alarm message. The rt reported the patient was becoming cyanotic, so the patient was taken off of the ventilator and manualy ventilated via bagging. The rt reported the patient's 02 saturation decreased to the 50's and the heart rate (hr) decreased into the 50's. With manual ventilation, the patient's color returned to normal and the patient's 02 saturation and hr returned to prior levels. The patient was placed on another ventilator. There was no permanent harm to the patient.the respironics service technician was unable to duplicate the reported event. The service technician performed extension self testing (est) and the ventilator passed per operating specifications. The rt director was informed that the alarm message reported by the rt is not an alarm specification in the ventilator. The diagnostic codes in the ventilators safety valve opened due to a pressure differential in the ventilator system. The customer reported the occlusion may have been caused by the patient, but reported after the ventilator was placed back on the patient after service was concluded, there was no further problem noted with the patient or the use of the device.

Manufacturer narrative:
H6=the respiratory therapy director reported he believed it was their practice to run short self test (sst) prior to patient use and that they only ran extended self test (est) every 6 months. He was informed of the proper use of est and sst per the espirit operators manual. It was recommended he changed their procedure for running est and sst to comply with recommended practice as identified in the espirit operators manual.